Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Home monitoring shows lead noise on vf recordings. Also occurred back in october. No inappropriate shocks delivered. Patient was transferred to this clinic in (B)(6) 2020 and no prior home monitoring history at a prior clinic. No adverse patient events reported. Should additional information become available, it will be added to this file.